Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after a transcarotid artery revascularization (tcar) procedure, the patient experienced a parietal lobe stroke within the distal middle cerebral artery (mca) territory. The patient did have a 5 second pause upon post dilatation that resolved and was treated with atropine. Additional information was obtained, and it was determined that the patient's symptoms were resolving 26 hours post-procedure.